Event description:
Customer reported that a patient underwent a successful open incisional hernia and experienced "bad anesthesia wake-up". It was reported that the patient coughed violently, during this time and woke in such a fashion as to place severe undue pressures on the device. The surgeon felt sutures popping during the cough and suspected the device tore. The patient was returned to surgery, the device explanted and replaced with a larger device. Current status of this patient is reported as "well".